Event description:
It was reported that the right ventricular (rv) lead has shown a slow steady climb in the impedance but has remained stable at 1600 ohms for months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable defibrillator (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; (B)(4).